Manufacturer narrative:
Complaint confirmed. The device was sent to the original manufacturer for evaluation. Per vendor, evaluation found that the inspection did not reveal any deformed teeth; however, the pronounced traces of hard jolts and buckling found in the drive openings suggest that the instruments were used in a defective/worn power unit which is assumed to be the underlying reason for the fracture. This is a purchased finished device. Per the vendor order documents were reviewed and checked for any abnormalities. None were found. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. (B)(4). Conmed encourages the inspection and/or testing of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that his customer had "two of these blades break off at the hub during use. Both the same lot number. Used a 3rd blade and finished the surgery". This incident occurred during a calcaneal osteotomy on (B)(6) 2019. The blades broke during the cutting use and they both broke at the hub. The pieces were removed from the patient. The surgical team was familiar with the device. There was no patient injury and a short delay in surgery to retrieve the 3rd blade. This report is being raised based on device malfunction with potential for injury upon reoccurrence.